Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the clinical information provided, of the elevated metal ion levels, the necrotic tissue, and the trunnionosis, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The washout and debridement was likely left over necrotic tissue that needed to be removed. The second revision was as stated secondary to infection, a year after the first revision. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that on (B)(6) 2018 the patient was seen by his surgeon who noticed that he continued to have some occasional pain, as well as, a limp with weakness on his left side. Surgeon stated his limp will not change as he has permanent muscle damage. A repeat MRI performed on (B)(6) 2018 revealed another fluid collection and his crp and esr were both elevated. A subsequent large aspiration was found to have increased white blood cells. It was determined he was suffering from an infection and would require a two-stage revision surgery. On (B)(6) 2018 patient underwent a left total hip arthroplasty resection and placement of an antibiotic spacer. Intraoperatively, it was clear that patient had severe infection throughout the hip. There was further necrosis and damage to the soft tissues. The entire pseudocapsule posteriorly was removed as there was abnormal tissue throughout. There was a very large area of infected tissue throughout the trochanter, his entire posterior aspect of his trochanter leaving only probably about 50% of the anterior abductor still connected. The rest of the posterior trochanter was bog. A PICC line was inserted and 6 weeks of IV antibiotics was recommended. He was hospitalized for four days until his discharge on (B)(6) 2018, to a rehabilitation facility where he remained until (B)(6) 2018. On (B)(6) 2018 was re-admitted for stage-2 re-implantation of a new device. Following his discharge, the patient suffered repeated bleeding from his wound.